Manufacturer narrative:
(B)(4).

Event description:
The burrhole cap could not be fixed. "The problem was the fixation with the plate." It was not used to secure the deep brain stimulator lead. Intraoperative impedances were low with all electrodes. The lead was replaced. Afterward, impedances were ok. There was no pt injury associated with the event. The pt was ok. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.